Event description:
During attempted implant, the right atrial (RA) lead dislodged. During revision, the RA lead could not be removed from the header of the device. A different device and RA lead were successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.